Manufacturer narrative:
The device was not returned for analysis. The manufacturing record was reviewed for this lot and no nonconformities were found. Device was not available for return

Event description:
It was reported to nevro that a case was aborted prior to ipg implant as the patient began to cough up fluid anesthesia. The implanted leads and anchors were removed and the incisions were closed. There was no report of other complications. The patient was advised to go to the ER for observation. Follow up report indicated that the patient had recovered well and all tests done at the ER were normal. The patient is waiting for re-implant to be scheduled.